Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the rotation speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the sound of displayed rotation speed was abnormal. There were no patient complications were reported post procedure.